Event description:
It was reported that a user experienced intermittent signal loss between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, which reconnected during the call. No adverse clinical symptoms reported. Outcomes included no clinical impact and no need for medical intervention or hospitalization. User support included troubleshooting and user education regarding cgm-to-ilet communication and steps to resolve connectivity interruptions. Investigation of this case revealed a transient communication disruption between the cgm sensor and the ilet without evidence of device malfunction, consistent with known external interference or sensor-related connectivity variability. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or sensor-related connectivity factors.

Manufacturer narrative:
Initial.